Event description:
During a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician inserted the taxus express2 2.75x28mm drug eluting stent into a 6fr guide catheter and attempted to advance it to a non-tortuous, non-calcified, 65% stenosed lesion in an unknown vessel. The stent was removed when it was unable to reach the lesion and it became damaged in the guide catheter. The procedure was completed with another taxus stent. No patient complications were reported. Patient staus is satisfactory.